Manufacturer narrative:
Investigation summary: one sample was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The primary set was primed with normal saline and clamped above the first smartsite. The secondary set was primed with blue dye water and attached to the first smartsite. The secondary set was allowed to free flow. No back flow was observed. The customer complaint that the fluid from the secondary bag was free-flowing back into the primary bag could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 24600-0007 lot number 21055152 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had flow issues during the docetaxel infusion. The following information was provided by the initial reporter: "docetaxel bag with attached secondary line connected to primary non-dehp line. Secondary line back-flushed to clear air. Once secondary bag (docetaxel) hung higher to primary bag writer noticed that docetaxel fluid was free-flowing back into primary bag . Primary bag chamber filled and possibly filled into the primary bag. Unknown amount of chemo drug lost to primary bag. Writer noted that the non-dehp line did not have a back check valve. Entire line disconnected from patient. New non-dehp line primed and attached to patient. Docetaxel remixed by pharmacy and infusion commenced without further issue."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ low sorbing infusion set had flow issues during the docetaxel infusion. The following information was provided by the initial reporter: "docetaxel bag with attached secondary line connected to primary non-dehp line. Secondary line back-flushed to clear air. Once secondary bag (docetaxel) hung higher to primary bag writer noticed that docetaxel fluid was free-flowing back into primary bag . Primary bag chamber filled and possibly filled into the primary bag. Unknown amount of chemo drug lost to primary bag. Writer noted that the non-dehp line did not have a back check valve. Entire line disconnected from patient. New non-dehp line primed and attached to patient. Docetaxel remixed by pharmacy and infusion commenced without further issue."